Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call radio frequency pic failed self-test. Customer's mother advised the insulin pump continues to show low reservoir and then alarms. Troubleshooting for the radio frequency pic failed self-test was performed. Customer advised the alarm did not occur during the rewind and priming process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The low reservoir alarm feature worked properly. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and stained end cap sticker.